Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported. Patient status was good.